Event description:
It was reported that the user received a high glucose/insulin motor alert and experienced prolonged hyperglycemia, with time in range at 14.2 percent, very high glucose at 65.2 percent, and several days of elevated readings while relying on automated corrections and frequently not announcing meals. Symptoms included episodes of hyperglycemia and hypoglycemia per the device report, although the user did not describe specific symptoms. Outcomes included no need for outside assistance and no medical intervention. Investigation included review of device data and user report, and provision of additional training with a clinical specialist. Investigation of this case revealed patterns consistent with missed meal announcements contributing to persistent hyperglycemia and alerts related to consecutive stalled motor activity. It was concluded, based on previously established findings for similar reports, that user handling, specifically missed meal announcements, contributed to the event, and device performance will be further assessed through training and ongoing monitoring.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.